Manufacturer narrative:
Result: loose lift housing screws.

Event description:
It was reported by service report that the head end of bed won't go down. No patient involvement or adverse consequences are reported.